Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, a probable cause could not be established, as the findings did not lead to a clear conclusion. The device was unable to be functionally tested as a part of the probe was found to be stuck in the transducer horn. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the lithotripsy had a broken transducer, part of it remained in the cable. There were no reports of patient harm.